Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they think they have a problem with their stimulator. Patient said stimulator was on for their back, right side was at "45" and the left said was at "53" and patient could barely feel right side and they only slightly feel the left side. Patient said they were on vacation and had been in the car for a long time and stimulation had been stronger when they got into the car, patient said as time goes by they don't feel stimulation. Patient said that they would increase stimulation but then would quickly feel like the stimulation sensation was getting less and less right after increasing. Implant battery was fully charged. Patient didn't know why this was happening, patient said they were just sitting still in the car and the last time they fell was a year ago. Patient said they feel stimulation when they increase settings but that this wasn't normal for them to have to be up this high to feel stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient has upcoming hcp appointment, hcp told patient to call ps to ask that rep be at appt.